Event description:
A report was received that the patient will have a pocket revision due to pocket being too shallow. The patient has lost weight and has excess skin that is causing the ipg to tilt.

Event description:
A report was received that the patient will have a pocket revision due to pocket being too shallow. The patient has lost weight and has excess skin that is causing the ipg to tilt.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision as they are able to fully charge the device with no problems.